Event description:
Hcp reported they have a patient with boston scientific scs and (B)(6) insulin pump. Patient reported when they use their ins, the insulin pump sensors last about a day. However, when they don't use their ins, their sensors last about a week. Caller stated because patient is going through sensors so quickly, insurance isn't approving more. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".